Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was revised. There was a yellow hm alert for low rv intrinsic amplitude. The alert triggered after the revision and r-waves were at 3mv. It is unknown what course of action would be taken. There were no adverse patient events reported.